Manufacturer narrative:
Results pending completion of evaluation.

Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® dryseal sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result.

Event description:
On (B)(6) 2014, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. A gore® dryseal sheath (dsl1828j/12730805) was inserted from the patient's right common femoral artery, and the trunk-ipsilateral leg component (rmt281218j/12602775) was implanted on the patient's right side through the sheath. Following the successful implantations of all excluder devices, two bare metallic stents were implanted within the ipsilateral leg and the contralateral leg to prevent kinking of the devices in the external lilac arteries (eia's). It was reported that the patient had significantly tortuous and stenosed iliac arteries. The procedure concluded without issues. On (B)(6) 2014, a dissection of the right eia (a little distal to where the ipsilateral leg landed) was identified. The physician implanted a metallic stent to treat the dissection. The patient tolerated the procedure. The patient is currently doing well.